Manufacturer narrative:
Findings: pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted pump received with minor scratched lcd window, cracked battery tube threads, corroded battery tube, missing end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the low battery alert was performed. Customer replaced the insulin pump with a new battery multiple times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.